Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the device was returned and analyzed. No anomalies were found. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the patient presented with high pacing thresholds on the right ventricular lead. Upon repositioning, it was found that the lead had perforated the myocardium. While attempting to reposition the lead, the helix would not redeploy. The lead was removed and replaced. During this process, electro-cautery was used directly on the device. The device was removed and replaced. No patient complications have been reported as a result of this event.